Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately low and had an issue calibrating the code. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified). The patient reported a blood glucose result of "145 mg/dl" with the subject meter each time she performed a test. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. That same day after the start of the alleged issues, the patient claims she felt symptoms of tingly and numbing feet, in addition to, "trouble with her bladder." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing or resolve the alleged calibration code issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.